Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p), implanted with another manufacturer's right ventricular (rv) lead, triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,189 ohms. It was noted that the patient felt lightheaded, but did not pass out. A stored ventricular episode revealed noise with oversensing and pacing inhibition for greater than two seconds. This crt-p and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p), implanted with another manufacturer's right ventricular (rv) lead, triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,189 ohms. It was noted that the patient felt lightheaded, but did not pass out. A stored ventricular episode revealed noise with oversensing and pacing inhibition for greater than two seconds. This crt-p and rv lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p), implanted with another manufacturer's right ventricular (rv) lead, triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,189 ohms. It was noted that the patient felt lightheaded, but did not pass out. A stored ventricular episode revealed noise with oversensing and pacing inhibition for greater than two seconds. This crt-p and rv lead remain in service. No additional adverse patient effects were reported. Additional information received indicated that the patient was seen in clinic and the crt-p was programmed to unipolar pacing and bipolar sensing, per technical services (ts) recommendation. No additional adverse patient effects were reported. Additional information received reported that this crt-p was explanted, replaced, and returned for analysis. The battery had reached depleted, despite a previous longevity estimate that calculated four months remained. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Correction to b5: cardiac resynchronization therapy pacemaker (crt-p) device was incorrectly referred to as a cardiac resynchronization therapy defibrillator (crt-d), and corrected to crt-p.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p), implanted with another manufacturer's right ventricular (rv) lead, triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,189 ohms. It was noted that the patient felt lightheaded, but did not pass out. A stored ventricular episode revealed noise with oversensing and pacing inhibition for greater than two seconds. This crt-p and rv lead remain in service. No additional adverse patient effects were reported. Additional information received indicated that the patient was seen in clinic and the crt-p was programmed to unipolar pacing and bipolar sensing, per technical services (ts) recommendation. No additional adverse patient effects were reported. Additional information received reported that this crt-p was explanted, replaced, and returned for analysis. The battery had reached depleted, despite a previous longevity estimate that calculated four months remained. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing/sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Correction to b5: cardiac resynchronization therapy pacemaker (crt-p) device was incorrectly referred to as a cardiac resynchronization therapy defibrillator (crt-d), and corrected to crt-p.